Event description:
As reported, multiple surgiphor bottles had busted in different specialties including plastics and spine. In plastics the bottle was leaking after setting it in on the table. In spine multiple bottles have busted in the hands of the surgeons while using it as a manual lavage. Reportedly, majority of the bottles are busting during use with the cap still intact. There was no patient or user injury reported.

Manufacturer narrative:
As reported, multiple surgiphor bottles had busted in different specialties including plastics and spine. In plastics the bottle was leaking after setting it in on the table. In spine multiple bottles have busted in the hands of the surgeons while using it as a manual lavage. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformances associated with this issue during production of the reported batch. Additionally, retain samples were inspected and found no visible abnormalities or signs of the reported cracking on the bottle. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). This MDR represents issue occurred with lot number 5188215. Additional mdrs were submitted for the issues reported to be occurred with lot number 5156008 and lot number 5090216 from the same facility. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.